Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device analysis will be submitted as a follow up report.

Event description:
It was reported that the patient had an infection treated with antibiotics and similar medication, but with no success so the physician decided to perform revision surgery on (B)(6), 2010 to clean the area of infection. Testing intra-operatively showed that 6 electrode channels had high impedances. A few weeks later a further check was made of the device and the measurements were worse.